Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 14079378, description: next generation anchor kit-sterile

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg placement was causing pain. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the device passed all tests performed. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. The ipg revealed no anomalies. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the leads were cut during the explant procedure. X-ray inspection found that the cables were all intact. Sc-4316 (sn (B)(4)): device evaluation indicated that one of the clik anchors had a torn eyelet. There was no missing silicone.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.